Event description:
It was reported that the lead had "pulled back," had sensing difficulties and no threshold. It was also reported that the lead helix could not be retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the lead had "pulled back," had decreased sensing, and had no threshold. It was also reported that the lead helix could not be retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)